Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. The pump was not returned for investigation. The data log shows an upward placement signal drift for about 30 hours, with an observed opposite drift in pump flow. None of the optical signal parameters were affected during the time of the drift. The cause of the placement signal issue was most likely sensor drift due to data log analysis showing placement signal drifting down while motor current drifting up. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the use of an impella rp pump for support in a patient with acute myocardial infarction and cardiogenic shock. During support, the pump experienced several placement signal alarms. There was a differential sensor failure. The decision was made to withdraw care, and the patient expired.